Event description:
The customer reported via phone call having been hospitalized for diabetic ketoacidosis. The customer also reported about the detachment with the infusion set related to a recall notice she had received. The customer stated that she was found in a coma, and the customer's blood glucose was 1230 mg/dl upon arrival at the hospital. The customer stated that she was unable to recall anything that happened until 13 days later when she woke up from the coma. She stated that she had performed a set change on (B)(6) 2014 and was not found until (B)(6) 2014. She noted that she had been wearing the insulin pump at the time of the event. Customer stated that when she was admitted, the insulin pump was empty, and was in the hospital for 23 days. The customer was advised that there had not been any recall notice regarding the infusion set. The cause of the issue could not be determined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.